Event description:
It was reported that the right ventricular lead impedance had increased and was high, and that it was not capturing. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.